Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed an atrial fibrillation with rapid ventricular response episode was interpreted as ventricular fibrillation by the device, leading to an inappropriate shock. No programming changes were made as the physician is looking into rate control via medication. The patient was stable.